Event description:
It was reported that balloon tear occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.75mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during the procedure, the balloon was torn. The device was completely removed and the procedure was completed with another of same device. There were no patient complications reported and the patient condition was stable.

Manufacturer narrative:
Device evaluation by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There were no issues detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon tear occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.75mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during the procedure, the balloon was torn. The device was completely removed and the procedure was completed with another of same device. There were no patient complications reported and the patient condition was stable.